Manufacturer narrative:
A specific root cause could not be identified as the patient sample was not available for further investigation. Based on the provided calibration and qc data, a general reagent issue could be excluded.

Event description:
The customer received questionable free thyroxine (ft4) gen 2 results for one patient from a cobas e602 analyzer. The patient is tested once a month for ft4. On (B)(6) 2014, the result for the patient was >7.77 ng/dl. The user diluted the sample and received a result of 41.5 ng/dl. The patient was hospitalized on (B)(6) 2014 due to the result. On (B)(6) 2014, the result for a new sample from the patient was >7.77 ng/dl. The user diluted the sample and received a result of 34 ng/dl. On (B)(6) 2014, this sample was tested on an abbott architect analyzer and the result was 4.24 ng/dl. Information was requested regarding if the patient was adversely affected, but this was not provided. Product labeling states samples for ft4 determinations cannot be diluted, as t4 in the blood is present in free and protein-bound forms which are in equilibrium. A change in the concentration of the binding proteins alters this equilibrium.

Manufacturer narrative:
This event occurred in (B)(6).